Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that the device was in back-up mode. A software download was successful in bringing the device out of back-up mode, but the measured battery data was 2.65v, 229ua, 5.3 kohms. Subsequently, the device was replaced.